Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, automatic test, service history review and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f94 (configuration option settings checksum is not 0) alarm was identified during automatic test and review of the alarm log. The cause of the condition was determined to be damaged main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged battery. There was no patient involvement. No additional information is available.